Event description:
It was reported that the patient presented in clinic for an follow up. Upon interrogation, it was noted that the right atrial (ra) and right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. It was also noted that the oversensing on the rv lead caused noise reversion. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.